Event description:
It was reported that the customer had a repetitive watchdog set test failure alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump was received with no button response due to corroded keypad traces. Unable to verify for e45 alarm due to no button response. Pump received with cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.